Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), implanted:(B)(6) 2006, product type: programmer, patient. Product ID: 3708360, serial# (B)(4), implanted:(B)(6) 2006, product type: extension. Product ID: 3998, lot# v011977, implanted: (B)(6) 2006, product type: lead. Product ID: 37752, serial# (B)(4), implanted:(B)(6) 2006, product type: recharger. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
It was reported there was no stimulation sensation and a loss of therapeutic effect. The battery went dead and he met with the manufacturing representative (rep). After the implantable neurostimulator (ins) was restarted a couple years ago (from overdischarge) he was not able to charge the ins ¿all the way up¿. The stimulation was turning on and off and there was no stimulation since (B)(6) 2015. The ins also wouldn¿t charge. The patient didn¿t see any codes on the recharger just ano connection symbol. His arm was tightening up and the symptoms were returning. Upon follow-up, there was a 50% greater symptom reduction and the patient was doing well after reprogramming. The patient recovered without permanent impairment.